Manufacturer narrative:
MDR 3005778470-2020-00238 / device 2 of 2 (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. (B)(4).

Event description:
It was reported by the product end user that "part of the sleeve was welded into the package sealing." The product was not used, no harm reported. No photographs depicting the reported complaint issue was submitted by the complainant. No lot number provided.